Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the head set has been leaking for 3 months. Caller stated customer's blood glucose became elevated and he noticed it is leaking at the headset; was able to self-treat. Infusion set has been discarded. No adverse event reported. No product will be returned.